Event description:
It was reported the patient presented for follow-up in clinic after initial implant. X-ray confirmed the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.